Manufacturer narrative:
Customer indicated to bci field service engineer (fse) that service had previously replaced the 3 way valve due to a continuous probe drip. Fse directed the customer to replace the a/b valve and run instrument to evaluate. Fse followed up with customer and verified that the instrument was operating without drips.

Event description:
Customer reported to beckman coulter inc. (Bci) that while performing maintenance on the unicel dxc 600 pro instrument, they noticed a puddle under reagent probe b and the probe was dripping in standby mode. No reports of exposure, death or injury have been reported in connection with this event.